Manufacturer narrative:
Olympus technical assistance center (tac) spoke with the customer who stated that there have been no deviations in their reprocessing procedures. The customer related that they occasionally use simethicone on the device, however, it was not used down the scope or in the water bottle. The pink waxy substance came out on the brush when manually cleaning it and the brush would be clean until the substance was no longer visible. However, tac noted it might be drawn back up into the channel in error. After the reprocessing of the device in an endoscope reprocessor with endoquick/acecide, the customer performs a channel check with sterile water and a test strip. The endoscopy support specialist (ess) provided a reprocessing in-service or reprocessing training at the user facility with the staff and provided reprocessing training materials for their reference. Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: -since the facility is already using chemicals designed for lipid removal, it was recommended to perform the presoaking procedure anytime simethicone is observed on the bristles of the cleaning brush in the future. No further information has been provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had two instances of a pink waxy substance when brushing the channels during manual cleaning. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the user reported that a pink waxy material (substance) was in channel during manual cleaning in 2 procedures. The event was not detected before the procedure, the device was not used for the next procedure, could not be identified. A pink waxy material adhered to channel in the previous procedure. Foreign material was not detected before the previous procedure, it was detected during reprocessing after the previous procedure. Therefore, it adhered to channel during the previous procedure. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.